Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device producing smoke from the heating element under the humidifier. This happens almost immediately after turning on the humidifier to any level. The smoke enters the air path and into my face mask within minutes. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this ra with this serial number ((B)(6)) patients only complaints about the electrical odor and that is not reportable since no MDR is required at this time. The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device producing smoke from the heating element under the humidifier. This happens almost immediately after turning on the humidifier to any level. The smoke enters the air path and into my face mask within minutes. This was already reported under MDR 2518422-2023-18983.